Manufacturer narrative:
.

Event description:
The patient reported, that she feels her enterra device has migrated in the pocket and that it feels like it is protruding. She also stated, that three weeks prior, she went through a theft detector at grocery store and set off the store alarms. She is still getting symptom relief but is unable to feel her stimulation. Further information is being requested from the hcp.